Event description:
It was reported by the company representative that "after giving a bath, the patient was transported to their room on the lift. The caregiver raised the safety bar to the upright position to get the patient out of the lift, but the bar did not stay locked and came back down hitting the patient on the forehead." Outcome of this incident was a bruise on the forehead, treatment - icepack.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh (B)(4). On behalf of the importer (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation. (B)(4).